Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 92% stenosed, 8mm x 3.50mm, concentric, de novo target lesion was located in the moderately tortuous and severely calcified left main artery. A 8mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the physician noticed that the balloon shaft was broken. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 71.6cm from the strain relief. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and balloon, and the balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 92% stenosed, 8mm x 3.50mm, concentric, de novo target lesion was located in the moderately tortuous and severely calcified left main artery. A 8mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the physician noticed that the balloon shaft was broken. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.